Event description:
Note: this MFR report pertains to the first of two devices used for the same procedure. Refer to associated MFR. Report # 3005099803-2009-04652 for a description of the other event. A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "during the procedure there was a sudden drop in pressure and the physician said there was a burn to the pt". Follow up info received on 16 sep 2009 revealed that IV pole was at the correct height, fluid reservoir was maintaining a steady fluid level with some foam at the top and then there was a sudden space between the fluid and the foam on top and then the fluid loss alarm, a tenaculum was used, there was nothing unusual about the cervix, there was leaking at the cervix, the burn was noted to be "pretty bad", and size was described as the "posterior and lateral walls of the vagina". The procedure was aborted and the burn was treated with a topical cream. There were no further pt complications reported with this event. Although an attempt was made to obtain additional follow-up regarding the burn, there is no further info.

Manufacturer narrative:
The lot number is not known, therefore, expiration and mfg dates are not known. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.